Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was successfully placed in the stomach during a percutaneous endoscopic gastrostomy insertion (peg) insertion procedure performed on (B)(6)2026. It was reported that post procedure on an unknown date, the peg tube was dislodged from the patients stomach. Following this event, the patient developed a fever. It was reported that the patient presented with septic shock and distended abdomen. An abdominal scan was performed which confirmed free fluid around the abdomen. The surgeon took the patient to the theatre for laparotomy. Unfortunately, by the time the nursing staff and physicians identified the underlying cause, the condition had already progressed beyond recovery. Surgical interventions were attempted to wash out the abdomens, but unfortunately, these measures were unsuccessful, and the patient passed away on(B)(6) 2026.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a051201 captures the reportable event of feeding tube dislodged or dislocated. Imdrf patient code e230101 captures the reportable event of fever. Imdrf patient code e233605 captures the reportable event of septic shock. Imdrf patient code e2402 captures the reportable event of distended abdomen. Imdrf impact code f02 captures the reportable event of death. Imdrf impact code f19 captures the reportable event of required surgical intervention. Imdrf impact code f2203 captures the reportable event of imaging required.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was successfully placed in the stomach during a percutaneous endoscopic gastrostomy insertion (peg) insertion procedure performed on (B)(6) 2026. It was reported that post procedure on an unknown date, the peg tube was dislodged from the patients stomach. Following this event, the patient developed a fever. It was reported that the patient presented with septic shock and distended abdomen. An abdominal scan was performed which confirmed free fluid around the abdomen. The surgeon took the patient to the theatre for laparotomy. Unfortunately, by the time the nursing staff and physicians identified the underlying cause, the condition had already progressed beyond recovery. Surgical interventions were attempted to wash out the abdomens, but unfortunately, these measures were unsuccessful, and the patient passed away on (B)(6) 2026.

Manufacturer narrative:
Block h2: (correction)block b2 (date of death) has been corrected.block b3:approximated based on the date the manufacturer became aware of the event.block h6: imdrf device code a051201 captures the reportable event of feeding tube dislodged or dislocated.imdrf patient code e230101 captures the reportable event of fever.imdrf patient code e233605 captures the reportable event of septic shock.imdrf patient code e2402 captures the reportable event of distended abdomen.imdrf impact code f02 captures the reportable event of death.imdrf impact code f19 captures the reportable event of required surgical intervention.imdrf impact code f2203 captures the reportable event of imaging required.